Event description:
Patient reported that for the past couple of days, since sunday, 3 devices have come off. Patient thinks it may be due to him sweating. The patient confirmed that he cleans the area on his abdomen and allows it to dry prior to applying the device.